Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) experienced a sudden loss of stimulation. Reprogramming did not resolve the issue. Surgical intervention will be undertaken at a later date to resolve the issue.